Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06292. It was reported the pt was experiencing discomfort where the lead was anchored. As a result, the pt's lead and anchor were repositioned on (B)(6) 2012. The pt is doing well and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.